Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: delayed healing, seroma-late.

Event description:
Healthcare professional reported ¿seroma, delayed healing¿. Healthcare professional reported later by follow up "breast cancer". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
The reported events have been deemed either non-serious or not related to the device. There are no longer any reportable events associated with this device.